Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the cause for device bvvi was due to "thor time-out." No other anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup operation. The device was explanted and replaced.